Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that following a rfa procedure, the patient's ipg became unable to communicate with external devices. The next course of action has not been determined at this time.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.